Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), autoimmune disorder ('nonspecific autoimmune disorder'), biopsy uterus ('uterine biopsy') and coeliac disease ('celiac disease') in an adult female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, pneumonia ((B)(6) 2009,) and tonsillectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included gallbladder removal, uterine bleeding, vaginal irritation, herpetic ulceration of vulva, colposcopy, night sweats, difficulty sleeping, dysuria, urinary urgency, nocturia, foot pain, night sweats, postmenopausal bleeding, acute vaginitis, vaginal odor, adenomyosis, asthma, human papilloma virus test positive and obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced hypertonic bladder ("bladder or urinary problems or changes overactive bladder"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2017, the patient experienced coeliac disease (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vitamin d deficiency ("autoimmune disorder type of disorder: vitamin d deficiency") and fatigue ("fatigue"). On an unknown date, the patient was found to have biopsy uterus (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("leg pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, biopsy uterus, vaginal haemorrhage, urinary tract infection, vitamin d deficiency, rash, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, pain in extremity and back pain outcome was unknown, the autoimmune disorder, coeliac disease and hypertonic bladder was resolving and the arthralgia had resolved. The reporter considered arthralgia, autoimmune disorder, back pain, biopsy uterus, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, headache, hypertonic bladder, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Biopsy endometrium - on (B)(6) 2018: findings; specimen sent to pathology. Size of uterus; 9·10 weeks. Adnexa: normal. Cervix: stenotic opening. Hysterosalpingogram - on (B)(6) 2012: result-total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral tubes, resection; adenomyosis. Uterine leiomyomata. Silver coiled metal wires present within cornua myometrium bilaterally and extending into both fallopian tubes (gross diagnosis), disordered proliferative endometrium. Cervix with no significant pathologic findings. Bilateral fallopian tubes with no significant pathologic findings. Ultrasound scan vagina - on (B)(6) 2015: impression: there is a heterogeneous echotexture of the uterus with no thickening of the endometrial ablation. There is small uterine ablation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, urinary tract infection, weight gain, rash, joint pain, fatigue, celiac disease. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and medical record received: lot no added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal) type: urinary tract, autoimmune disorder type of disorder: vitamin d deficiency, non-specific, autoimmune disorder, celiac disease, rashes or skin conditions type: rashes, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, leg pain, back pain, joint pain and uterine biopsy were added. Severity of event leg pain, back pain and joint pain were updated as severe. Outcome of event joint pain was updated as recovered/resolved and overactive bladder, celiac disease and nonspecific autoimmune disorder were updated as recovering/resolving. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), autoimmune disorder ('nonspecific autoimmune disorder'), biopsy uterus ('uterine biopsy') and coeliac disease ('celiac disease') in an adult female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, pneumonia ((B)(6) 2009,) and tonsillectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included gallbladder removal, uterine bleeding, vaginal irritation, herpetic ulceration of vulva, colposcopy, night sweats, difficulty sleeping, dysuria, urinary urgency, nocturia, foot pain, postmenopausal bleeding, acute vaginitis, vaginal odor, adenomyosis, asthma, human papilloma virus test positive and morbid obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and rash ("rashes or skin conditions type: rashes"). In 2014, the patient experienced hypertonic bladder ("bladder or urinary problems or changes overactive bladder"). In 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2017, the patient experienced coeliac disease (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vitamin d deficiency ("autoimmune disorder type of disorder: vitamin d deficiency") and fatigue ("fatigue"). On an unknown date, the patient was found to have biopsy uterus (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pain in extremity ("leg pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, biopsy uterus, vaginal haemorrhage, urinary tract infection, vitamin d deficiency, rash, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, pain in extremity and back pain outcome was unknown, the autoimmune disorder, coeliac disease and hypertonic bladder was resolving and the arthralgia had resolved. The reporter considered arthralgia, autoimmune disorder, back pain, biopsy uterus, coeliac disease, dysmenorrhoea, dyspareunia, fatigue, headache, hypertonic bladder, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Biopsy endometrium - on (B)(6) 2018: findings; specimen sent to pathology. Size of uterus; 9·10 weeks. Adnexa: normal. Cervix: stenotic opening. Hysterosalpingogram - on(B)(6) 2012: result-total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: uterus, cervix, bilateral tubes, resection; adenomyosis. Uterine leiomyomata. Silver coiled metal wires present within cornua myometrium bilaterally and extending into both fallopian tubes (gross diagnosis), disordered proliferative endometrium. Cervix with no significant pathologic findings. Bilateral fallopian tubes with no significant pathologic findings. Ultrasound scan vagina - on (B)(6) 2015: impression: there is a heterogeneous echotexture of the uterus with no thickening of the endometrial ablation. There is small uterine ablation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, weight increased, rash, arthralgia, fatigue, coeliac disease. Lot number: 898927 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.